Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was having poor coupling with recharging. The rep reported that it was difficult to charge. The rep reported that the patient was only able to get 2 coupling bars when trying to recharge. The rep reported that the patient had their lead replaced recently and they had to open the pocket to do this. The rep thought the patient had some residual swelling in the pocket due to the revision. The rep reported that the patient didn¿t have recharging problems prior to the revision. The rep reported that repositioning the antenna did not resolve the issue. The rep reported that they would wait and see how the pocket heals. Additional information was received from the rep on (B)(6) 2017. The rep reported that images were taken of the neurostimulator (ins). The rep reported that the ins was suspected to be flipped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported neurostimulator (ins) may have flipped during lead replacement. The representative reported they were not sure why. It was reported that on(B)(6), the patients healthcare provider flipped the battery back by opening the pocket. It was reported that coupling was perfect after the case, and 8 bars were achieved.